Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding an external neurostimulator (ens) trial. It was reported the pt had a severe csf headache following trial, went to emergency room and they suspected csf leak. Pt was sent home and was improving, with return of severe headache on (B)(6) so pt went back to the ER on (B)(6) where they pulled the trial lead so they could do a blood patch. The lead was explanted and discarded. The issue was resolved with device removal, cause unknown. The rep noted they would submit any new information that became aware of.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va3a4w0026); product type: 0215-screening device; implant date (B)(6) 2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.